Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that fatal error occurred and was unable to remove med. A technical support specialist (tss) checked the station database (db) was bloated beyond 10gb. User attempted to re-index, but it failed due to the bloated db. Tss proceeded to drop the db and recreate the indexes. After shrinking, the db remained around 9gb, so tss changed the recovery model from full to simple, which may have caused the bloating in previous cases. Tss checked for purge issues; the archive was running fine. Tss ran query 1.2 from knowledge article- controlling the purge in es 1.5.x - 1.11.x - purge recovery purge selection was current with no failed flags, but purge deletion showed no results. Tss restarted the maintenance service, and purge deletion began showing results without errors. On the station, the purge queue was not moving, so tss restarted the maintenance service again, and it finally progressed. User advised a full synchronized and file mode on the app server was successful, and tss backed up the station db to d:/temp. After file mode, tss completed the full synchronized successfully, reducing the db size to around 3gb. Finally, tss called the user to confirm the station was usable. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fatal error had occurred and unable to remove meds. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.